Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the numbers on the insulin pump scroll up without any input from the customer. Customer's blood glucose level at the time 134mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
No scrolling of numbers noted. The pump had intermittent button response on the up arrow button due to corroded keypad traces. The pump had minor scratches on the lcd window, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, and cracked battery tube threads.